Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands deployed successfully, there was no difficulty setting up the device; however, an adverse event occurred in which the patient experienced a hemorrhage major due to a mucosal tear. The bleeding stopped by placement of an unknown brand 18 mm x12 cm covered esophageal stent.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage major. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Additionally, it was confirmed that the following adverse event are anticipated in the IFU: hemorrhage, major. Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands deployed successfully, there was no difficulty setting up the device; however, an adverse event occurred in which the patient experienced a hemorrhage major due to a mucosal tear. The bleeding stopped by placement of an unknown brand 18 mm x12 cm covered esophageal stent.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage major. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h2: correction: block h6: patient code e2015 added. Block h6: impact code f2301 added and f26 removed. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned; therefore, product analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed using windchill. The IFU contains detailed device information and instructions for the device use. Additionally, it was confirmed that the following adverse event are anticipated in the IFU: hemorrhage, major. Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the event of hemorrhage, major and unexpected medical intervention were defined in the risk hazard documentation and are documented accordingly. These events type have been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage major. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands deployed successfully, there was no difficulty setting up the device; however, an adverse event occurred in which the patient experienced a hemorrhage major due to a mucosal tear. The bleeding stopped by placement of an unknown brand 18 mm x12 cm covered esophageal stent.